Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hypoint ndl25ga5/8in was leaking medication from the edge of the cap.

Manufacturer narrative:
H.6. Investigation: there are no returned samples and no returned photos. Since no samples and photos displaying the reported condition were received the root cause could not be determined. DHR reviewed and no abnormalities were observed.

Event description:
It was reported that a hypoint ndl25ga5/8in was leaking medication from the edge of the cap.